Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation of the returned device found a total loss of image when connected to the testing video processor. The loss of image was determined to be caused by a faulty cable. Inspection of the cable found a deep cut on its external surface allowing the metal braid to be seen. In addition, the evaluation found a deformed coupler. Error message e311 was displayed on the monitor during testing as the white balance was unable to be adjusted properly due to the malfunction of the image functionality. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was a "bad contact in the cable", causing an intermittent image on the hd autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Corrected fields: a1, e1, e2 and e3 (removed reporter information) and g3 (removed company representative, added other, france) this supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and applicable corrections. The device history records (DHR) for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation determined the video communication could not be transmitted due to a faulty cable. Although the exact cause of the faulty cable could not be determined, it is likely it occurred through the handling of the device. The instructions for use (IFU) instruct the user of the following: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.